Event description:
It was reported that the patient had complaint of dizziness and had hypotension. There was an alert for low impedance on the right ventricular lead. Reprogramming was done and the lead impedance will be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.